Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A medtronic startright representative via 24 hour helpline of high blood glucose readings from the insulin pump. The customer's blood glucose went up from 80 mg/dl to 400 mg/dl in the morning after a meal. The customer stated that his meal did not contain too much carbs. The customer stated that his sensors are usually off by 30-35 points. The customer stated that he also received sensor error alerts.